Event description:
Complainant alleged that during biomedical testing and routine preventive maintenance of the device, the unit displayed a "defib fault 80" and a "discharge error" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.